Event description:
West physics reported that the measured kvp was slightly out of range and scanning aborted twice. The customer stated that she was unable to run daily calibration and that it had aborted acq during the scanning of a patient. Upon further review I found that the volt sensor on the x-ray controller was illuminated red when running the scanner in mode 3. The kvp at a high level was tripping the volt sensor, so the kvp was adjusted and this fixed the abort acq issue. The kvp then was variable between 118 to 140 kvp, believed to be caused by a bad r64 pot. Service was performed to replace the source-ray and x-ray controller. Device was serviced and returned to proper functioning.

Manufacturer narrative:
CT scanning system was repaired. Replaced parts were returned to xoran. Investigation of the root cause is ongoing.